Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 14861774, model/catalog description: artisan lead 50 cm. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.